Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump screen was hard to see due to scratches or damage on display and insulin pump locked up, became unresponsive. Customer¿s blood glucose at time of incident was unknown. Customer stated that battery life was diminished, lasted less than 7 days, insulin pump had unexplained and random no delivery alert. Insulin pump will not be returned for analysis.